Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system exhibited a dropped beat when the telemetry strip was reviewed. Technical services (ts) advised there is not a spike in pacing, so it was inhibited. Ts suggested reprogramming recommendations. Additional information was requested but not provided. Due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.